Event description:
During surgery, the strykeflow 2 (lap irrigator) was smoking from the controls (red/blue buttons) and dripping irrigation. When the circulator took off the base from the irrigation bag, the base was hot to touch and still running even though the buttons were not being pressed. The scrub cut the tubing and wires to the lap irrigator; it was still running until I dissembled it and took out the batteries.